Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pcb00v monofocal iol (intraocular lens) was cracked after implantation in patient's operative eye. Reportedly, the lens was removed and replaced successfully with a back-up lens during the same surgical procedure. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 2/05/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in its original package. The lens was observed cut in two pieces. Loose fibers/particles were observed on the lens pieces and they may be related to the handling of the unit out of a sterile environment. Residue of viscoelastic material was also observed on the lens pieces. The condition of the returned sample was consistent with a lens that was implanted and removed. The customer's reported complaint could not be verified. Based on the investigation, there is no indication of a product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In review of the supplemental MDR, it was noticed that the MFR report number was inadvertently entered as 2018 instead of 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.